Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation in the desired areas due to high impedances noted on the leads during a reprogramming session. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively. The explanted linear leads were not returned.